Event description:
It was reported that a malfunction occurred on a pump, specifically displaying malfunction code 6. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer could continue using the pump and was advised to call back if the issue recurred.